Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.: promus element ous mr 3.5 x 32mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified stent strut 10 and 11 from the distal end of the stent were bent and damaged. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified no issues with the hypotube. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip identified no issues. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50x32mm promus element ¿ drug eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.